Manufacturer narrative:
Concomitant products: d314trg ICD, implanted: (B)(6) 2013; 4076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the left ventricular lead had high thresholds prior to device replacement. Reprogramming occurred and the lead remained implanted. A few week later the lead was noted to have no capture since the device replacement procedure. The lead was programmed off and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.